Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve, a second valve was successfully implanted valve-in-valve after a transthoracic echocardiogram (tte) revealed that the first valve had migrated ventricular approximately 15 mm resulting in severe paravalvular leak (pvl). The second valve reduced the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.